Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the grasping forceps broke when trying to close it. The device failed before starting the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had detached the trigger release and the both covers of the handles were broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is activated (handles contracted) with excessive force and\or used for leveraging; these actions would cause the trigger release to detach and break open the cover of the handle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.